Manufacturer narrative:
The drug infusion pump involved in this event has been reported in mfg report #3004209178-2020-03804. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not using the ins anymore so the healthcare professional (hcp) placed a pump and left the ins implanted, but the patient noticed that the devices were placed so close together that their skin was pinching between the 2 devices. Once the pump site was healed, the hcp went in to remove the ins but stated they would not be attempting to remove the leads due to scar tissue. The patient had called to request MRI info with the leads still implanted. The patient noted they get MRI's due to their severe back problems and specifically chose the ins for leads for their MRI compatibility and they were upset that no one reviewed MRI guidelines for leads only at the time the ins was removed. MRI information was reviewed with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the current status of the patient¿s explanted stimulator was it was discarded. The patient stated that ¿they¿ no longer had it and told them that it had been thrown out and could not be reused. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.